Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5: the patient's first revision surgery performed on (B)(6) 2019 was reported to FDA under manufacturer report number 1020279-2024-00869 (internal reference: (B)(4)).

Event description:
It was reported that, after a first tka revision was performed on (B)(6) 2019, the patient experienced loosening of the lgn rev tibia base sz 7 rt component. A second revision surgery was performed on (B)(6) 2024 to address this adverse event, during which a competitor's tka system was placed in exchange (depuy). Patient's current health status is unknown.

Manufacturer narrative:
Section h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the lgn rev tibia base sz 7 rt. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, inadequate integration between the cement and bone/implant and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.